Event description:
Four patient samples with discrepant troponin t results. Patient 1, initial result gave 0.68 ng/ml; repeat gave < 0.010 ng/ml. Patient 2, initial result gave 0.04 ng/ml; repeat gave <0.010 ng/ml. Patient 3, initial result gave 0.05 ng/ml; repeat gave < 0.010 ng/ml. Patient 4, initial result gave 0.04 ng/ml; repeat gave <0.010 ng/ml. No information provided, if result were used to guide therapy. If additional information is received, appropriate notification will be provided.